Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was used to treat a non tortuous, non calcified lesion located in the mid lad. The device was inspected with no issues. It was reported that the stent was implanted in the patient 7 hours after its expiration date. It is indicated that it is unknown how the product was on the shelf for use as product near expiry date is pulled and put in the inventory office to be checked out. No patient injury is reported.

Manufacturer narrative:
The patient presented with stemi in the early hours of the morning. The lesion was in the mid lad. The lesion was pre-dilated. No medical or surgical intervention (e.g. Antibiotics) was required as a result of this event. Patient was fine after the procedure. If information is provided in the future, a supplemental report will be issued.